Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: complaint sample: one intact reference sample was provided for testing for code nw870 lot v8020. Received reference sample was visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The received sample was further tested for knot pull test and found to be meeting the specification requirements. Individual knot pull value of reference sample-1.318 kgf (against individual knot pull test requirement 0.363 kgf) batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw870 lot v8020. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code nw870 lot v8020 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 1.188 kgf and value at the time of finished good release was found to be 1.289 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.600 kgf. All the individual as well as average knot pull tensile strength values of retain sample and individual knot pull tensile strength value of reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw870 lot v8020. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Could you please confirm how many sutures broke with little pull? Did 1 suture break? (B)(4). Device return status: 1 ea shipped to ethicon (B)(4) unit for evaluation. Name of procedure: tendon repair. In that particular procedure, there are 5 foils of sutures involved. Events reported via: 2210968-2022-04171, 2210968-2022-04172, 2210968-2022-04173, and 2210968-2022-03541.

Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2022 and suture was used. During the procedure, the suture material broke with little pull. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 6/3/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. * please provide the date, procedure, and the number of devices involved for each additional event 1. Date: (B)(6) 2022 2. Procedure - tendon repair 3. The number of devices involved for each additional event ¿ 5 foils involved in one event *please describe the quality issue experienced for each device - onec surgeon is trying to memory loss of the yarn then every yarn of prolene has been torn. In nature, polypropylene suture is very strong because the tensile strength of prolene 4-0 is 10387 (359) kg/cm2 and ethicon prolene has a distinguishing characteristic to loss the memory after opening the foil. Whereas surgeons were not able to use these sutures, the only reason is tearing. *please confirm if there were any patient consequences for these additional procedures. - there is no consequences in case of patients because they were not able to use 1. Issues were observed in how many procedures? Answer: 5 procedures 2. Per procedure how many sutures were opened and failed? Details answer: sl. No. Date procedure number of foils involved 1 before (B)(6) 2022-skin grafting (reconstructive surgery)-5ea 2 before (B)(6) 2022-microsurgery- 3 ea 3 before (B)(6) 2022-free flap procedure (breast surgery)-3ea 4 before (B)(6) 2022-tissue expansion 4 ea 5 (B)(6) 2022-tendon repair- 5 ea events reported via: 2210968-2022-04171, 2210968-2022-04172, 2210968-2022-04173, and 2210968-2022-03541.